Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds as well as high out of range pacing impedance measurements that were over 2000 ohms. Fluoroscopy confirmed that this was caused by a subclavian crush which fractured the lead. This lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. This product has been retained by the facility and is not expected to be returned.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds as well as high out of range pacing impedance measurements that were over 2000 ohms. Fluoroscopy confirmed that this was caused by a subclavian crush which fractured the lead. This lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. This product has been retained by the facility and is not expected to be returned.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
It was discovered that an earlier report was filed with this information.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds as well as high out of range pacing impedance measurements that were over 2000 ohms. Fluoroscopy confirmed that this was caused by a subclavian crush which fractured the lead. This lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. This product has been retained by the facility and is not expected to be returned. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.